Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the large hem-o-lok clip applier instrument was not opening and closing properly. The customer completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing out of the ordinary was observed. The clips loaded properly and stayed in, but the jaws were somewhat loose. The issue occurred while the surgeon attempted to clamp on a vessel tissue bundle. The issue is related to clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was related to an unsuccessful clip application. The large weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. The following patient demographics were provided: age and units, date of birth, gender, weight and units, and patient medical history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a completely broken input disk 6 from the inside of the housing. This caused the jaws not to open and close properly. If the input disk is fully broken, then the instrument can fail to engage.